Manufacturer narrative:
The pump was received with all buttons responding properly. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and the displacement tests. The power graph analysis confirmed the low battery alarms and an abnormal loaded voltage at the power management graph due to the connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. No unexpected failed battery test/battery failed alarm was noted. The pump was received with a scratched case, end cap address label fading, pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump had alarmed battery error and the battery ran out. The customer than replaced the battery but the keypad on the device did not respond. Customer's blood glucose was unknown. The customer was advised the device needs to be replaced and customer agreed to it.